Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the manufacturing representative cannot interrogate the patient¿s implantable neurostimulator (ins). It was noted that the reporter though that the patient may have gone into overdischarge. It was noted that the patient was being seen by the doctor at the time of this report. Additional information received reported that an overdischarge was not confirmed. It was noted that the patient indicated that previous charging sessions were ineffective and the battery would hold a charge for less than 24 hours. It was noted that the patient stated that he had not used the device for ¿six¿ due to the pay or authorization for replacement. It was further noted symptoms included a loss of stimulation. It was noted that the patient had fallen and the leads at the battery connection were fractured. It was further noted that the surgeon replaced the battery and extensions and the patient was receiving therapy at the time of report.